Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no attention. Customer's expected blood results are 80-140mg/dl fasting. Verified the strips expire 07/26/2015. Customer confirms the strips are stored properly. Reviewed meter memory: see scanned table. Customer was unsure weather the results in the meters memory are fasting or not. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Product codes updated.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no attention. Customer's expected blood results are 80-140mg/dl fasting. Verified the strips expire 07/26/2015. Customer confirms the strips are stored properly. Reviewed meter memory: 1:126mg/dl (B)(6) 2015 06:45:00 am; 2:114mg/dl (B)(6) 2015 12:00:00 pm; 3:81mg/dl (B)(6) 2015 09:30:00 pm; 4:99mg/dl (B)(6) 2015 08:00:00 am; 5:177mg/dl (B)(6) 2015 06:30:00 pm. Customer was unsure weather the results in the meters memory are fasting or not. No adverse event reported.